Event description:
The pt's device was explanted due to an infection. A swab was taken, but the results were not known at the time of this report. It was reported that there was no pt injury. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).